Manufacturer narrative:
An sample investigation is anticipated, but has not yet begun. However, a quality notification review was performed on 5/20/2016 and revealed no irregularities during the manufacture of the reported lot # 2174380. A sample is available for evaluation. Upon completion of the investigation, a second supplemental report will be filed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a 21 g x 1 in. Bd integra 3 ml syringe with detachable needle, the needle did not retract properly, detached from the syringe, and remained in a patient's arm. The patient had an x-ray but the needle was not removed. Multiple attempts to obtain additional information from the initial reporter have been unsuccessful and it is unknown if any additional medical or surgical interventions were provided.

Manufacturer narrative:
Results: although it was initially reported that a sample was available for investigation, a sample was not returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 2174380. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.